Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (75 percent stenosis degree) in a severely tortuous part of the mid sfa. It was only possible, to release the stent partially. The whole system got stuck together with the guidewire and both devices have been removed.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The device was returned with the guide wire still inside of the device and could not be removed. The technical investigation confirmed that the stent has been partially released and has fractured. The distal inner shaft has fractured as well. The distal fragment of the shaft was not returned. The distal end of the outer shaft has slightly flared and is located about 122 mm distal to the proximal stent stopper. The stent is severely deformed on both sides close to the fracture site. The length of the crimped proximal stent portion is about 120 mm. The proximal stent stopper is slightly deformed, and the x-ray marker has shifted. The proximal portion of the inner shaft is compressed. Distal to the kink protector, the inner shaft is kinked together with the guide wire. After straightening the two kinks, the guide wire could be withdrawn with resistance. During the investigation, a manual stent release was attempted but was unsuccessful. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.